Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of coils from fallopian tubes into her uterus") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain"), abdominal distension ("bloating") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the device expulsion, pelvic pain, abdominal pain, abdominal distension and weight increased outcome was unknown. The reporter considered device expulsion, pelvic pain, abdominal pain, abdominal distension and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was not reported. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was reported that migration of coils from fallopian tubes into her uterus. She underwent a surgery to remove essure. The event, seen as partial expulsion of device, is anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of partial expulsion of device are not known. However, based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2017: ptc investigation result was provided. The ptc global number is (B)(4). Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was reported that migration of coils from fallopian tubes into her uterus. She underwent a surgery to remove essure. The event, seen as partial expulsion of device, is anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of partial expulsion of device are not known. However, based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("the essure was detached and the remainder of the device was retracted allowing for uncoiling of the essure device within the fallopian tube"), device dislocation ("malposition of essure/migration of essure device"), device expulsion ("migration of coils from fallopian tubes into her uterus") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 871974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device difficult to use "the essure was detached and the remainder of the device was retracted allowing for uncoiling of the essure device within the fallopian tube". The patient's past medical history included hypothyroidism, heart murmur, thyroidectomy, cholecystectomy, tonsillectomy, gravida ii, parity 2 ((B)(6) 1997, (B)(6) 2000).) And toxemia. Concurrent conditions included non-tobacco user, abstains from alcohol, penicillin allergy, type 2 diabetes mellitus, thyroid disorder, blood pressure high, chronic back pain, depression, anxiety and muscle spasms. Family history included glaucoma (mother), hypertension (parents), heart disease, unspecified (father), diabetes mellitus (mother), thyroid disorder (parents) and breast cancer (5 maternal aunts and maternal grandmother). Concomitant products included baclofen, duloxetine hydrochloride (cymbalta), hydrochlorothiazide, levothyroxine, lisinopril, metformin, tramadol and vicodin (norco). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain"), abdominal pain ("severe abdominal pain/ abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (partial)) and surgery (surgery to remove essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, device dislocation, device expulsion, genital haemorrhage, abdominal pain, abdominal distension, weight increased, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, device breakage, device dislocation, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("the essure was detached and the remainder of the device was retracted allowing for uncoiling of the essure device within the fallopian tube"), device dislocation ("malposition of essure/migration of essure device"), device expulsion ("migration of coils from fallopian tubes into her uterus") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 871974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device difficult to use "the essure was detached and the remainder of the device was retracted allowing for uncoiling of the essure device within the fallopian tube". The patient's past medical history included hypothyroidism, heart murmur, thyroidectomy, cholecystectomy, tonsillectomy, gravida ii, parity 2 (((B)(6) 1997, (B)(6) 2000).) And toxemia. Concurrent conditions included non-tobacco user, abstains from alcohol, penicillin allergy, type 2 diabetes mellitus, thyroid disorder, blood pressure high, chronic back pain, depression, anxiety and muscle spasms. Family history included glaucoma (mother), hypertension (parents), heart disease, unspecified (father), diabetes mellitus (mother), thyroid disorder (parents) and breast cancer (5 maternal aunts and maternal grandmother). Concomitant products included baclofen, duloxetine hydrochloride (cymbalta), hydrochlorothiazide, levothyroxine, lisinopril, metformin, tramadol and vicodin (norco). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain"), abdominal pain ("severe abdominal pain/ abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (partial)) and surgery (surgery to remove essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, device dislocation, device expulsion, genital haemorrhage, abdominal pain, abdominal distension, weight increased, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, device breakage, device dislocation, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-feb-2018: reporter information, other relevant history, concomitant product, lot no, events- perforation (uterus), device breakage, device dislocation, abnormal bleeding, vaginal bleeding, menorrhagia, dyspareunia, device difficult to use and did not undergo an essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.